Event description:
It was reported that during an axillary dissection procedure, the clips from the device were cutting through the vessels. No hemostasis issues were reported. Another device was used to complete the procedure. There were no adverse consequences for the patient. The device was discarded following the procedure. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.